Event description:
Information was received regarding a cadd administration set. It was reported that the system does not deliver properly when the system is vented. The tubing was not in the middle the cassette. The tubing lays at an angle in the guide, but if you pull the tubing straight, the system delivers without any problems. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Three pictures were received for evaluation. In the pictures you can see the product without the blue clip, it contained fluid. Also attached is a picture of the packaging where you can find the part number and lot number, the tube is crooked. The failure mode could not be confirmed. The root cause could not be determined, as the complaint was not confirmed due to the fact that no samples were received for a thorough investigation. No corrective action required.